Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. The suture break was not confirmed as the suture was not returned for analysis. Difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem. E1: reporter first name. E3: occupation. H6: medical device problem code - 2983 removed.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that suture placement in a common femoral artery was achieved with two proglide devices via a 6f sheath using the pre-close technique prior to an aortic bilateral iliac prosthesis procedure. Reportedly, during preplacement of one proglide suture, the footplate lever was closed but the foot did not fully retract, likely as a result of interaction between the foot and suture. The device was removed with difficulty. There was no tissue damage due to the difficult removal. The sheath was upsized to 16f and the interventional aortic bi-iliac procedure was completed. During vessel closing, the knot of the suture from the proglide with the foot issue was advanced; however, the suture broke. The suture of the second proglide controlled the bleeding, yet, hemostasis was not totally achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional device is filed under a separate medwatch report number. The device is returning for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a vessel was attempted with a proglide device, using the pre-close technique, prior to an interventional aortic bilateral iliac prosthesis procedure. Reportedly, after suture deployment and closing of the lever, the foot remained opened. The device was removed with difficulty. The procedure was completed; however, a suture break occurred during knot advancement. Another proglide device was deployed. Hemostasis was not fully achieved. Manual compression was applied to achieve full hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.